Event description:
Prior to an unrelated procedure, diagnostic imaging was performed and revealed right ventricular (rv) lead externalization. The issue was resolved by capping and replacing the rv lead during the unrelated procedure. The patient was in stable condition.